Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer, "the side port leaked and the chemotherapy fluid leaked all over patients chest and arms, bottle was empty and white powder everywhere." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on analysis of the returned infusion sets, the complaint of a leak is confirmed. Inspection of the used infusion set revealed a crack in the y-site valve housing. A leak was confirmed emanating from the crack. Attempts to recreate the crack using a non-complainant device were unsuccessful. It appeared that an unidentified environmental factor(s) may have affected the properties of the valve housing material. No leaks or damage were observed in the sealed lot samples also returned for evaluation. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer, "the side port leaked and the chemotherapy fluid leaked all over patients chest and arms, bottle was empty and white powder everywhere." No other information was provided.